Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling

Event description:
It was reported that when the package was opened, the xience alpine stent came off the balloon when the sheath/stylet was removed. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the patient. No additional information was available.